Event description:
The lay reporter/wife contacted lifescan (lfs) on october 30, 2006 alleging erratic readings in the patient's one touch ultra 2 meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: on october 21, 2006 at 12:17 am the patient tested his blood glucose and obtained a 360 mg/dl. At the time of testing he had a slight headache. He then took 1 actos and 1 metformin pill. One half hour later he passed out and then wife treated him with 2 cups of oj and then tested his blood glucose 20 minutes later and obtained a 150 mg/dl. She then retested his blood glucose and obtained a 120 mg/dl. The time difference between the 150 mg/dl and 120 mg/dl was about 20 minutes. The patient did not seek any medical attention or contact his physician for assistance. Readings the night before were not provided. The patient has had the meter less than a year. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the patient did not have any control solution. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient passed out 1/2 hour later after taking his oral medication. The patient regained consciousness after his wife treated him with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.